Event description:
On 10/26/99 sims level 1, inc was notified via a voluntary medwatch report of the following situation; facility stated, "while infusing blood during an emergency procedure via a blood/fluid warmer, it was noticed that blood was filling the water reservoir on the warmer. Since the integrity of the warming tube was apparently compromised, the warming tubing and warmer were immediately replaced. Although the tubing could not be found, co is very confident that a 15 gauge x 1 1/5 needle through the injection port of the warming tubing penetrated the water jacket and infused blood into the warmer. Co is confident the warmer fluid did not enter the pt."